Event description:
It was reported that the customer experienced a recurring malfunction with their pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.